Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis . It was reported that cardiac tamponade occurred. Drainage was performed and the patient is being followed up. The patient¿s state is in a recovery state. The physician's opinions on the relationship between the event and the product was that there may be no relationship with the product. The contacts might have been a little stronger in the right ventricular outflow tract - (rvot), but it was not known if there was a direct relationship with the adverse event. There were no abnormalities observed prior to and during use of the product. Additional information was received. It was discovered during use of biosense webster products. The physician¿s opinion on the cause of the adverse event was that it was procedure related. Pericardial drainage was provided. The outcome of the adverse event was improved. The patient required extended hospitalization for follow-up. No evidence of steam pop occurred. No error message observed during the procedure. Real time graph; dashboard; vector; visitag was used. Impedance drop was used. Tag index was used.

Manufacturer narrative:
Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30970410l number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).